Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no pacing was observed on the rv lead through the analyzer and when connected to the device. High, out of range pacing impedance was also observed when the lead was connected to the device. A new system was implanted. There were no adverse consequences to the patient.